Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor issue. The sensor came apart and the needle hub fell down when he/she opened the sensor package. The customer's blood glucose level was not reported. The product will return. Nothing further to report.